Manufacturer narrative:
H.6. Investigation summary: bd has been provided with a photo for catalog 307728 lot 1906148 to investigate for this record. Visual examination of the photo presented a packaged syringe without the shield of the needle penetrating the paper of the blister. As a result, bd was able to verify the reported issue. Bd concludes that needle shield was lost during the packaging process due to low fitting force. The shield may not be well assembled and during packaging, this needle with low shield pull force may lose its shield in the needle feeder mechanism in the packaging machine. To avoid this situation, there is a needle length detector rejecting those that do not reach the specified distance. In this case, the needle was able to avoid preventive systems and become packaged normally. Considering our in-coming and in-process inspection and since this is the first time this lot is reported for this defect, no corrective actions are required at this time. A review of the device history record revealed no irregularities during the manufacture of the reported lot. H3 other text : see section h.10.

Event description:
It was reported that an unspecified number of syringe 2ml ls 22x1-1/4 an emerald experienced a needle point penetrating through the shield prior to use. The following information was provided by the initial reporter: a production error has occurred with your 2 ml syringe. A needle without a plastic cap was included in the package. Fortunately, the analyst did not touch it.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of syringe 2ml ls 22x1-1/4 an emerald experienced a needle point penetrating through the shield prior to use. The following information was provided by the initial reporter: a production error has occurred with your 2 ml syringe. A needle without a plastic cap was included in the package. Fortunately, the analyst did not touch it.